Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempt. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the fenestrated bipolar forceps instrument was observed to have a burn mark on the plastic housing around the tips. As a result, the customer was afraid the instrument could arc and caused an unknown damage. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the thermal damage to the instrument was first observed during procedure. However, there was no report of arcing or the instrument colliding with an energy instrument during the procedure. It was unknown what the surgeon believes to have caused the thermal damage to the instrument, but the customer did not want to take any chances, and therefore, the instrument was replaced.